Event description:
Information received indicates the bed is not going into trendelenburg.

Manufacturer narrative:
The technician found that one strap was missing and the other loose on the lower lift arm. This may have cause the frame to twist slightly, hitting lift arm and affecting trend. The technician replaced the retaining strap with a new bushing and screws to repair the bed.